Event description:
It was reported that during the implant procedure lead was used during primo vvi implantation, after unscrewing the lead, we had borderline r-wave sensing. Screw was retracted and a new position was searched. Attempting to screw the lead in at this new position was not successful. Although gentle turns were used, even after 24 turns the screw did not react. Lead was removed out of the vein and we tested the screw on the sterile field without success. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism (sleeve head).